Event description:
It was reported that the user experienced hypoglycemia while using the ilet following an unannounced meal, with cgm showing 64 mg/dl and confirmatory fingerstick at 63 mg/dl at the start of the call, and the user noted the pump seemed to deliver too much insulin and might have adapted incorrectly. Symptoms included low blood glucose requiring treatment with oral rapid-acting carbohydrates. Outcomes included resolution of the hypoglycemia during the call, with a subsequent fingerstick of 98 mg/dl, and no hospitalization. Investigation included troubleshooting and user education, including counseling to consult the healthcare provider or trainer regarding a potential pump reset and scheduling additional training through clinical diabetes support. Investigation of this case revealed that the cause of hypoglycemia was unclear despite counseling and planned retraining, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.